Event description:
Voyant open fusion device was clamped onto tissue and jaws would not open during a procedure. Another device was opened to complete the procedure. The original packaging was not saved.